Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump had minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed no delivery when trying to fill the tubing. Troubleshooting was done. Customer's blood glucose was 388 mg/dl. Customer treated with injection. During the troubleshoot the insulin pump alarmed no delivery. Advised to discontinue using the pump and revert to a back-up plan per health care provider. Customer's blood glucose currently was 416 mg/dl. Customer declined to troubleshoot high blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).